Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was found that the reported errors occurred due to water spillage on top of the ventilator. Water infiltration was confirmed on control, monitoring and expiratory channel printed circuit boards (pcbs). Water was also present in the board guide channels. The spill occurred while the equipment was on standby, not in clinical use. The customer has not accepted the quotation for replacement of the pcbs due to device age, therefore the ventilator was proposed for scrapping. The device's logs and claimed parts were not provided for further analysis. Contamination was confirmed on the provided photos. Valves disabled alarm shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. If control pcb error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. In case of communication error or control error during startup occurrence is to replace control. Printed circuit boards (pcb) have different functionalities e.g. Controlling, monitoring, supplying electricity etc. Ingress of liquid on pcbs can cause short circuits which might affect the ventilator¿s characteristics and performance. Expiratory channel pcb contains electronics including microprocessor for e.g. Expiratory flow measurement performed by the flowmeter inside the cassette and electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the pressure transducer pcbs. Control pcb contains electronics (including microprocessor) and is responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The breathing software is stored on control pcb and expiratory channel pcb. The breathing software is executed by microprocessors on control pcb and expiratory channel pcb. Monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. This board also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to liquid spillage on pcbs.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there were issues with liquid contamination on pcbs and technical errors indicating disabled ventilation, disabled valves and control printed circuit board error. There was no patient involvement. Manufacturer's ref. #: (B)(4).